Manufacturer narrative:
The referenced unit was repaired to asset specifications and returned asset stock. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The asset high flow insufflation unit was returned to the service center. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing, the asset was found to have a reportable light-emitting diode (led) indicator malfunction as the led on the bar graph for measured pressure is not lighting up. There was no patient involvement or harm reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed there was no repair history for the past year. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacturer; therefore, the exact cause of the reported issue could not be conclusively determined. Based on the service evaluation, the reported phenomenon was caused by defective light emitting diode (led) elements, the cause of which could potentially be due to age deterioration as the device was manufactured more than 15 years ago. Olympus will continue to monitor complaints for this device.